Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient underwent a revision procedure where the system was being moved from the patient's left side to their right side due to a fistula. The field representative noted another manufacturer's rep was covering case. When the physician attempted to deliver a shock, it was unsuccessful. So he attempted to reconnect the device and received a code which indicated an open circuit existed. Subsequently the physician elected to implant the other manufacturer's device with successful testing. The device and lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the entire lead was returned. It was noted the stylet was returned in the lead, stuck in dried blood which entered through cuts in the insulation. A thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance . Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no further anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.